Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low glucose events while using the ilet, with one episode prompting hospital care and a subsequent similar episode reported, and the user stated they were not announcing meals per instructions from their clinician; the user confirmed the cgm low alert setting and body weight entry, and data were synced for review. Symptoms included hypoglycemia. Outcomes included hospital care. Investigation included data synchronization and referral to the clinician for possible cgm changes and education on use. Investigation of this case revealed cause unclear for the hypoglycemia in the context of reported non-announcement of meals, with no device malfunction reported or confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.